Event description:
It was reported in patient with breast cancer, a central venous catheter was inserted for chemotherapy according to the doctor¿s order. During the catheterization process, the central venous catheter was opened and the peripheral catheter was opened and it was found that the vascular sheath sleeve was cracked. The nurse thought it could be used, but he was inserting the vascular sheath into the patient. At that time, it was difficult to insert and felt incarcerated. The patient complained of pain, which was believed to be the cause of the patient¿s blood vessel. After the catheter was inserted, the catheter sheath was pulled out. A burr appeared on the front end of the catheter sheath.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redy1093 showed two other similar product complaint(s) from this lot number.